Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that she received an unexpected restart alarm on the insulin pump, after replacing the battery. Customer's blood glucose was not known. Alarm history was reviewed and there were other alarms, including five displayable history failure alarms. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing with no error alarms noted during testing. However, alarms were noted on the alarm history screen due to a corrupted history file. No cosmetic damage was noted.